Event description:
It was reported that catheter flush was broken and fell off. During procedure to treat atrioventricular nodal reentrant tachycardia, an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that during the ablation of the av node the flushing line of the catheter broke and fell off. The physician changed the catheter and finished the procedure successfully with different device of the same model without harming the patient and additional technical issues. There were no patient complications. The device has been returned and analyzed.

Manufacturer narrative:
Correction to the initial MDR in blocks d4 (model number and catalog number), e1 (initial reporter city), and g2 (report source). Block e1: initial reporter's phone number is (B)(6); reported here as the phone number exceeded character limit for designated field. Upon receipt at our post market quality assurance laboratory, this intellanav mifi open-irrigated ablation catheter was visually inspected, and it was found that the tubing was completely detached from the luer fitting at the adhesive joint, confirming the reported event of tubing set damaged/defective. Media inspection on the photo provided confirmed that the flushing line of the catheter broke and fell off. The reported event was traced to the design specification, and an investigation to address this problem is in progress.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that catheter flush was broken and fell off. During procedure to treat atrioventricular nodal reentrant tachycardia, an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that during the ablation of the av node the flushing line of the catheter broke and fell off. The physician changed the catheter and finished the procedure successfully with different device of the same model without harming the patient and additional technical issues. There were no patient complications. The device is expected to be return for analysis.